Event description:
The following was reported to hamilton medical ag: te 232002 (pvent_monitor defect) and te 233001 (pvent_monitor autozero failed) leads to selftest failed. Device cannot be used for ventilation. No patient involvement as this occurred during testing.

Manufacturer narrative:
The device was not returned for analysis. However, we were informed that the technician on site has replaced the pressure sensor board and as a results, the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: te 232002 (pvent_monitor defect) and te 233001 (pvent_monitor autozero failed) leads to selftest failed. Device cannot be used for ventilation. No patient involvement as this occurred during testing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment the root cause was determined to be a defective pressure sensor assembly. In consequence the correction to replace the defective pressure sensor assembly rectified the issue. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).